Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6006803 have already been previously tested for visual and flow and leak in the 1994081 on 23/feb/2025. All test results were within specifications as per (B)(4) test report. Device history record (DHR) review: the 6008224 was manufactured according to the document work instruction (wi) version 115 on the packing process in the line 9 on 14/jul/2024, with a total of (B)(4) units. Glue-tubing lot: the 4d03083 was manufactured according to the document wi version 41 on the packing process in the machine mp04 and mp08 on 21/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11-jun-2025 against malfunction code 3 leakage from tubing or the interface between the tubing and the connectors and lot 6006803 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.